Event description:
It was reported that the device has premature depletion and the device has a battery voltage of 2.62 v but has not tripped the elective replacement indicator (eri). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis found normal depletion. The device met the expected longevity.